Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 20nov2020.

Event description:
The customer reported high internal oxygen error. There was no patient involvement. The manufacturer¿s international service technician confirmed the reported issue. The manufacturer¿s international service technician adjusted the o2 internal voltage to address the reported problem. The unit successfully passed the required performance verification test.